Event description:
A patient reported experiencing inaccurate low erratic results with a ft meter. The patient's blood glucose results were 85, 445 mg/dl. Tests were done within 10 minutes with a difference of 120%. Patient did not experience any adverse events. No further information has been reported.